Event description:
(B)(6): customer reports to product monitoring via phone that during a stent replacement procedure on a patient the system lost ability to fluoro with the footpedal. Physician completed the procedure with rad image shots as the live fluoro was not available. No patient injury was reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.